Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that about a month ago, they started having diarrhea every day or every other day. The patient stated they would have an issue periodically, but the therapy had always provided them with a 50% or greater reduction in their symptoms, and that was not the case with the symptoms they were having now. They stated that they were afraid to go out of the house and that their diapers were all wet. The patient stated they'd had accidents today (B)(6) 2024. The patient stated they hadn't seen their managing health care provider (hcp) since they were implanted and would periodically increase the stimulation, and that yesterday(B)(6) 2024. They increased the stimulation but received a maximum settings have been reached message at 7.2 ma. The patient stated they felt the stimulation more in their vagina, and they have had mild pain there since it increased. The patient stated they'd experienced pain before, but they'd gotten used to it after a while. Patient services reviewed stimulation considerations with the patient, device description and function, as well as programming considerations, but also asked the patient if they had any falls or traumas that could have led to their symptoms. The patient stated they didn't know because they hadn't really thought about it, but that they were on their way to (B)(6) in the beginning of (B)(6) 2024 (on the 1st or the 2nd) when they misstepped and fell on the back of their head. The patient stated they had a big bump on their head but that there were no cuts or bruises and that they went to the hospital in (B)(6), where they did a CT scan and everything was fine. The patient stated that someone had to wake them up every hour to make sure they didn't have a concussion. The patient stated they never really thought about their symptoms resulting from the fall, but that's when they noticed they had diarrhea most of the time shortly after this instance. Patient services told the patient they could try another program to see if that made a difference, but due to the fall, they redirected the patient to their managing health care provider to further address the issue. The patient stated they would wait to make an adjustment and call their hcp first. Documented and reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was taking imodium and making adjustments in relation to the return of diarrhea symptoms. Issue had resolved. Patient had appointment with hcp on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.